Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI: (B)(4), serial: (B)(4), batch: a000135084.

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. Postoperatively, the patient indicated having a headache and the physician treated the csf leak with a blood patch on (B)(6) 2023. Follow-up information indicated the patient¿s headache has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.